Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified through visual inspection, syringe plunger sensor test. Probable cause was plunger lever movement is impaired. To solve the issue, the plunger gear racks and gears, adjusted plunger head printed circuit board (pcb) were cleaned and lubricated. The device then passed all testing after the repairs.

Event description:
It was reported that there was a syringe error. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.